Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a reduction and repair multiply recurrent incarcerated ventral hernia, repair multiple enterotomy and an incidental appendectomy. She had revision surgery 2 months post surgery. The patient experienced hernia reoccurrence, chronic pain, infection and intestinal blockages.